Event description:
It was reported that surgeon bent the paddle scrapers in preparation for the cage during the surgery. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
This is 1 of 3 mdrs involved in the same event. Please see MDR numbers:0002242816-2012-00032,0002242816-2012-00033,0002242816-2012-00034.

Manufacturer narrative:
A visual examination confirmed the reported event. The returned scraper is bent and twisted at the proximal end. The manufacturing records were reviewed and found no dimensional, functional or material anomalies in the documentation. The probable underlying root cause for the reported event is excessive deflection forces against hard tissue. Osteophytes or other bony tissue should be resected with an osteotome, bur, kerrison or similar type instrumentation designed to remove hard bony tissue prior to the use of this instrument. This report is number 1 of 3 mdrs filed for the same event. See also: 0002242816-2012-00032, 0002242816-2012-00033, 0002242816-2012-00034.